Event description:
Per the (B) (6), the screwdriver tip broke off in the head of the screw. Delay in surgery 30 mins.

Manufacturer narrative:
Device not returned. No evaluation will be performed. If the device or additional information becomes available, it will be reported on a supplemental report.